Event description:
Technical services received a call on 04/13/2011 from sales rep. At follow up noted that ra impedance is >2k imtermittently also has high threshold 4v/2ms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)